Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with 130 degree ti cannulated trochanteric fixation nail, 11.0mm ti helical blade and a 5.0mm locking screw on (B)(6) 2013. On an unknown date it was discovered the helical blade migrated medially. Patient was returned to o.r. On (B)(6) 2013, hardware was removed and the patient was revised to a total hip arthroscopy. The procedure was delayed approximately 30 minutes. Procedure was successfully completed. This complaint is on the helical blade. This is 1 of 2 reports for complaint (B)(4).